Manufacturer narrative:
Facility experienced an event with your ligaclip endoscopic multiple clip applier while performing a unkknown. The product complaint analysis team completed its investigation of the device which was returned to co with product inquiry # 972018. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws yes, damaged jaws no, damaged cutter n/a, damaged feed bar no, damaged floor no, damaged handle shrouds no, damaged other no, damaged tip shrouds no, damaged trigger no, damaged tube no, damaged weld seams no. Functional tests & results: antibackup functional yes, firing: feed confrom yes, firing: form conform yes, jaws: hold clip yes, jaws: inside width at tips .149, lockout functional yes, number of clips fed and formed 6. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument cylced, fed and formed the remaining clips as designed. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
The device was used during an unknown procedure. It was reported the er220 clips were not closing properly in the jaws of the instrument. Another er220 was opened to complete the procedure. There was no consequence to the pt.